Event description:
The article, "perimembranous and infundibular ventricular septal defect percutaneous closure: single center experience in 203 patients -medium and long-term follow-up", was reviewed. The article presented a case study of a patient with recurrent respiratory infection, hemodynamically significant ventricular septal defect (vsd), and infective endocarditis. It was reported that on an unknown date, an 8mm amplatzer muscular ventricular septal defect (vsd) occluder was chosen for off label closure of a perimembranous vsd (pmvsd) following a pulmonary artery banding. The procedure was reported suboptimal because of a residual gradient at the band site. Two years post-procedure, a decision was made to surgically remove the amplatzer muscular vsd occluder, surgically repair the vsd, and implant a permanent pacemaker for atrioventricular block. [The primary and corresponding author was nataliia yashchuk, department of international cardiology for congenital and acquired heart disease, amosov national institute of cardiovascular surgery, 03038 kyiv, 6 amosov street, ukraine, with corresponding email: natalie.yashchuk@gmail.com].

Manufacturer narrative:
As reported in a research article, perimembranous and infundibular ventricular septal defect percutaneous closure. Information from the field indicated that two years post-procedure, a decision was made to surgically remove the amplatzer muscular vsd occluder, surgically repair the vsd, and implant a permanent pacemaker for atrioventricular block. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The reported surgical interventions were result of case specific circumstances as device was surgically removed and permanent pacemaker was implanted. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: perimembranous and infundibular ventricular septal defect percutaneous closure: single center experience in 203 patients -medium and long-term follow-up.